Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information states that on (B)(6) 2016, high thresholds continue to observe. On (B)(6) 2016, the lead was successfully replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, the patient presented to the emergency room with diaphragmatic stimulation. High thresholds were observed and chest x-ray revealed lead dislodgment. The lead was repositioned and no complication were reported after the procedure.